Event description:
Clinician reported that during a pacemaker replacement procedure of the subject device, the set screw would not release. The physician attempted retracting the set screw with a livanova screwdriver and a medtronic screwdriver.

Manufacturer narrative:
Preliminary analysis confirmed the reported event. The user was not able to unscrew the set-screw because of the presence of material inside the set-screw cavity. The nature of this material is currently not determined but most probably biological. Based on available information, no device malfunction is suspected.

Event description:
Clinician reported that during a pacemaker replacement procedure of the subject device, the set screw would not release. The physician attempted retracting the set screw with a livanova screwdriver and a medtronic screwdriver.

Event description:
Clinician reported that during a pacemaker replacement procedure of the subject device, the set screw would not release. The physician attempted retracting the set screw with a livanova screwdriver and a medtronic screwdriver.

Manufacturer narrative:
Please refer to the attached investigation report.